Event description:
It was reported by the rep that when the devices were used during a skin graft procedure, the stapler delivered clinging staples. Opened another device to complete the case. There was no consequence to patient.